Event description:
The customer reported that while she was priming, the numbers did not display on the screen and the device shot insulin out. The customer called back and stated that she was able to prime this time. The customer also stated that four weeks ago, she did an infusion set change at night, but she did not wake up in the morning. The customer was rushed to the hospital for low blood glucose. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.